Event description:
It was reported that while in use on a patient, a 980 ventilator went into an inoperative state. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilator's memory logs. The se replaced the inspiratory flow module printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.